Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification of the lens. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested, but has not been received to date.

Manufacturer narrative:
The lens was requested but not returned to bausch & lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Based on the current information, the exact root cause of the iol opacification cannot be determined.